Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported error code 42221 on power up. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was faulty, showing error code 42221 on power up. There was no patient involvement and no patient injury.